Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: d8, g3, g6, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to failure of the substrates. Within the substrates, driving, control, and image preprocessing of the 180 scope are carried out. Therefore, it is inferred that the 180 scope image was flickering or no longer appeared due to the failure. It is likely that since more than 7 years have passed since delivery, that parts on the substrate deteriorated over time due to repeated use, leading to the failure.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The unit¿s scope socket was found worn causing a poor connection between the scopes and camera heads. The unit¿s ap, dr patient board set and printed circuit board were found faulty. In addition, the unit was equipped with out dated software and a new type switch. A missing net spacer and cosmetic wear was noted on the unit¿s housing. The cause of the component failures cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the unit¿s scope detection was not working. It is unknown if the intended procedure was completed. There was no patient injury reported.